Manufacturer narrative:
A partial lead was returned in 2 pieces for analysis. The damage found was sustained during procedure. The portions of the lead returned were otherwise normal.

Event description:
This report is related to previously reported complaint of noise, impedance anomaly, insulation damage due to suspected clavicular crush, MFR number 2017865-2015-02757. New information received on (B)(6) 2018 indicated that the lead was explanted and replaced. No further information was available.

Event description:
New information received on 9/7/18 indicating that patient was stable prior, during, and after the procedure.